Event description:
It was reported that the handpiece began overheating while being tested on-site at the account. This did not occur during a surgical procedure, so there was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion causing problems with bearings. The driveshaft, nose cone, bearing stop, and burrshied were each replaced along with other components. Service will repair and return the device to the customer.